Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and after the reset, the same malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which the caller acknowledged and understood.